Event description:
It was reported that the insulin pump alarmed bottom error. The customer's blood glucose was 252 mg/dl. The customer reported that the device was exposed to water; they were washing their hands and waster was dripping on the insulin pump. The customer also reported that the device had three cracks in it; two cracks from both ends of the screen at the top and the third crack was where the reservoir goes in at the bottom of the device. The damages have been there for one or two months. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at display window corners, a cracked display window at the bottom right side corner, a cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.